Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced a drawer failure. A field service engineer replaced both controllers as a precaution, which did bring the drawer back online after configuration to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, which hindered users from accessing medication. The customer stated that there was a delay of approximately half an hour in retrieving the medication for junuvia, which is not classified as critical medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a drawer failure. A field service engineer replaced both controllers as a precaution, which did bring the drawer back online after configuration to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, which hindered users from accessing medication. The customer stated that there was a delay of approximately half an hour in retrieving the medication for junuvia, which is not classified as critical medications. There were no adverse events or injuries reported based on this event.